Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to centrifuge the calibrator and repeat the calibration. After centrifuging, the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.